Event description:
The rubber hub portion was pushed down into the housing of the tubing. The hub site is normally where the tubing is "spiked." Having the hub dislodged caused blood to leak from the tubing and spray out.